Event description:
The pump was returned for investigation. Investigation revealed a display failure and an unresponsive bolus button. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and the display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly. The bolus button cover and slug were also observed to be missing, causing the bolus button to be unresponsive. Additionally, a review of the device history indicated a time and date reset within 15 minutes of powering off. Evaluation revealed the internal clock battery on the pcb board malfunctioned. The pump did not retain the user programmed date and time settings upon removal of the primary aa battery. The pump case was opened and the internal clock battery was found to be leaking. (B)(6).